Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she had changed the set this morning. Customer bolused during lunch and received a no delivery alarm. Customer changed the set. Customer's blood glucose was 206 mg/dl at the time of the incident. Customer performed a 5.0 unit fixed prime and the insulin did exit. Customer stated that the pump alarmed no delivery. Customer assembled a new infusion set and reservoir. Customer reported that the insulin does not exit during manual prime. Customer reported that the pump alarmed during manual prime. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.